Manufacturer narrative:
(B)(4). D10: item# 154722; lot# 610920; oxf uni tib tray sz c lm PMA. Item# 161468; lot# 857610; oxf twin-peg cmntd fem sm PMA. Item# 159540; lot# 373920; oxf anat brg lt sm size 3 PMA. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to aseptic loosening. During the revision posteromedial collapse was noted. All implants were removed without complications approximately 7 years and 5 months post-implantation. Attempts have been made and all additional information received has been included in this report.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current manufacturer. This report will be voided and a corrected report will be filed under MFR number - 3006946279.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current manufacturer. This report will be voided, and a corrected report will be filed under MFR number - 3006946279.